Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute onyx drug eluting stent. There was no damage noted to the device packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues. Negative prep was not performed. It is reported that inflation difficulties were encountered. No patient injury is reported.

Manufacturer narrative:
Additional information: the lesion was pre-dilated. No resistance was noted while advancing the device to the lesion. This issue was encountered during use in the patient. The balloon failed to inflate completely. The balloon could not build up pressure and pressure was lost immediately. A leak may have been present. The same inflation device was used with other devices pre/post the inflation difficulties. The stent was not implanted and the device was removed completely. The procedure was completed with a stent of the same type with no problem. The doctor noted that the reported issue is not due to stenosis but due to the device. Evaluation summary: the device returned with blood visible in the balloon and inflation lumen. The balloon failed negative prep. On pressurisation of the device, water was seen exiting the gw entry port. The device failed to maintain pressure. Upon visual inspection, there appeared to be radial tear sites along the inner lumen immediately distal to the proximal marker band. Material was uneven at the tear sites. Distal shaft material surrounding the tear had to be cut away to take a clear image of the site. Further damage was evident at the stent. The stent was positioned on the balloon between the marker bands as per specifications. Damage was visible to the 1st, 12th and 13th distal stent wraps with struts appearing misaligned. Deformation was evident to the 14-18th distal stent wraps with struts raised, bunched and overlapping. No deformation was evident to the distal tip. The inner lumen patency was not verified with a 0.015 inch mandrel, as the mandrel would not pass tear site. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: a section of the balloon material was exposed due to the bunching of the stent wraps. The exposed balloon material was cut away distal to the proximal marker. A leak site was visible on the inner lumen immediately distal to the marker. The inner lumen was kink distal to the leak site. The inner lumen material was protruding outwards and was jagged at the leak site. While cutting away the balloon material the inner lumen was inadvertently cut by the technician. A 0.015inch patency mandrel was loaded via the guidewire entry port and advanced distally to the leak site with no resistance noted. If information is provided in the future, a supplemental report will be issued.